Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm. The iliac vessels were reported to be excessively tortuous. The patient had a history of coronary artery disease. It was reported that a 26 mm diameter x 15 mm diameter x 16.5 cm stent graft was initially intended for treatment of the aneurysm. As the physician advanced the device through the tortuous anatomy the device kinked and could not be deployed. The device was removed from the patient and the 28 mm diameter x 16 mm diameter x 16.5 cm length stent graft was successfully deployed. The contralateral limb was cannulated, and to confirm guide wire placement the physician inflated a 10 mm angioplasty balloon and placed it within the aortic section; therefore, confirmation with a pigtail catheter was not performed and the contralateral limb was deployed. It was reported that the completion angiogram demonstrated a massive leak confirming the contralateral limb was deployed outside of the gate. The physicians discussed the possibilty of conversion to open surgical repair; however, it was decided to convert the device to an anorto-uni-iliac device. The physician placed two 16 mm diameter x 5.5 cm aortic extender cuff stent grafts, which occluded flow to the contralateral limb. It was reported at this point, that the patient's blood pressure began to drop and the physician noted that the external iliac was perforated while advancing the 22 french sheath. The external iliac artery was treated and stabilized with the placement of an iliac cuff stent graft. Angiogram demonstrated exclusion of the contralateral limb. The physician completed the procedure with a femoral-femoral bypass and contralateral iliac ligation. Final angiogram demonstrated a successful outcome with a presence of a transgraft leak. It was reported that the physician was concerned about the patient's heart and related pre-existing co-morbidities after the rapid drop in blood pressure associated with the perforated iliac artery. It was reported that the pt died of unknown causes on an unknown date.